Event description:
During left hip arthroscopy procedure, small pieces of metal flaked off of the smith and nephew arthrocare handpiece into the patient's soft tissue. Joint space was inspected by surgeon, and no metal flakes were found in the joint space. Surgeon informed radiology that those metal flakes would be present on the radiology films. Item reference number and lot number was provided to the clinician, and representative for company was notified. Ref #: (B)(4) lot # 1175868.